Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) appears to have shocked the patient into an accelerated rhythm. The patient then received multiple high energy shocks (5) and did convert. The patient had no adverse effects.